Event description:
Caller reported that pump malfunction occurred but there were no notable events prior to it. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. Customer was informed to contact support again if the issue reappeared, which they acknowledged and understood.